Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that chest pain and stent thrombosis occurred. The patient presented due to acute myocardial infarction (ami). The 90% stenosed, 2x20mm target lesion was located in the moderately tortuous and mildly calcified 3.5mm in diameter proximal left anterior descending (lad) artery. After thrombus was suctioned, a 3.00 x 24 synergy drug-eluting stent was implanted and plain old balloon angioplasty (poba) was performed. Post intravenous ultrasound (ivus) was performed and good apposition of the stent was confirmed and the procedure was completed. However, two hours post procedure, the patient experienced chest pain. Coronary angiography was immediately performed and the implanted synergy stent was noted to have completely occluded. A thrombus suction catheter was advanced but failed to cross the lesion. Subsequently, a 1x15 non-bsc balloon catheter was used to pre-dilate the lesion and the thrombus was suctioned. The lesion was observed under ivus and post-dilatation was performed with a 3.5x15 non-bsc balloon catheter. The issue was confirmed to be resolved and the procedure was completed. No further patient complications were reported and the patient's status was good.